Event description:
The customer reported that the system was having problems going up and down. No patient injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep replaced the power supply. The system operates as intended.